Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: unknown, unknown nexgen femoral, lot # unknown; catalog #: unknown, unknown nexgen tibial tray, lot # unknown; catalog #: unknown, unknown nexgen patella, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a primary surgery. Subsequently, a revision due to instability was done about five years post implantation. It was found when they opened the knee that the bearing was not engaged in the tibia. They replaced the bearing with a thicker one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.